Event description:
Additional information received reported the patient believed the device was flipped prior to the implant, so the doctor had moved the device slightly, but they found that it was not actually flipped.

Manufacturer narrative:
Product ID neu_unknown_ext, serial# (B)(4), implanted: 2002 (B)(6); product type extension product ID neu_unknown_lead, serial# (B)(4), implanted: 2002 (B)(6); product type lead product ID neu_recharger_acc, serial# unknown; product type recharger product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that there was a communication problem. The implantable neurostimulator (ins) may be flipped. It was noted that the patient¿s family had been recharging successfully until the week prior to the date of this report. There was a sudden change in recharging and they had not been able to recharge since. There were no errors or strange screens that had been noted on the recharger. The clinician programmer read the ¿ins has been discharged please charge now¿ screen. The right abdominal placement under increased adipose tissue and the ins was somewhat mobile. The healthcare professional could feel a flat surface and used pressure to communicate. There were multiple connectors under the ins because of converting system and using an adaptor; 3 connections reported. Additional information was requested but had not been received as of the date of this report.